Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/01/2014).

Event description:
Consumer complaint of about low blood results. Lowest result from memory was 74 mg/dl. Caller states she normally ranges from 130-150 mg/dl. No adverse event reported.